Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's lens rinsing was not working due to possibly being clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the nozzle was clogged, the jet tube was clogged, and a white substance foreign material was found in the air water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the switch box had a dent, the air water cylinder had no color, the suction cylinder had no color, the grip was shaved, the flexibility adjustment ring was damaged, the plug unit was damaged, the scope connector case unit had a dent, due to nozzle clogging, the amount of water contact did not meet the standard value, due to the clogging of the nozzle, the water removal ability did not meet the standard value, due to wear of the angle wire, the play of the up down knob was out of the standard value, the plastic distal end cover had a chip, the objective lens had a chip, due to clogging of the jet tube in the control unit, water could not be supplied, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope olympus will continue to monitor field performance for this device.